Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient was unable to state when the alleged inaccuracy issue started but allegedly obtained blood glucose readings of ¿271 and 179mg/dl¿ with the subject meter and a result of ¿92mg/dl¿ on another device greater than 30 minutes later. The patient stated that they manage their diabetes with an unknown type/dosage of oral medication as well as with their diet and/or exercise, and it is not known whether they made any changes to their normal diabetes management regimen as a result of the alleged product issue. At an unknown time after the product issue started the patient developed the symptom of ¿fast heartbeat¿. In response to this, on (B)(6) 2015 the patient visited their doctor¿s office. The patient¿s doctor prescribed them with 500mg metformin tablets to be taken twice per day. It is not known how this differs from their pre-existing regimen. No further treatment was provided. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. The patient¿s products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.